Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1999 at a retail vendor. In 1999 ten weeks later, consumer sought medical treatment for embedment of the earring. It was removed and antibiotics were prescribed.